Manufacturer narrative:
Date of follow-up CT corrected to (B)(6) 2011. Additional device implanted and involved in this event: (B)(4).

Manufacturer narrative:
Patient medications include amlodipine, aspirin, atorvastatin, celecoxib, fluticasone-salmeterol, furosemide, ipratropium-albuterol, metoprolol, nitrofurantoin, oxybutynin, potassium chloride and warfarin.

Event description:
On (B)(6) 2011, the patient underwent treatment of an acute complicated type b aortic dissection with a conformable gore® tag® thoracic endoprosthesis. It was reported the device moved 1 cm more proximal than intended upon deployment. Reportedly, the physician elected to leave the device in this location. Reportedly, the left subclavian artery was intentionally covered and bypassed during the implant procedure. Additionally, an I-cast stent was implanted into the left renal artery for reperfusion of the artery. On (B)(6) 2011, enlargement of the false lumen was identified. On (B)(6) 2011, an additional procedure was performed whereby an amplatzer vascular plug was implanted for occlusion of the left subclavian artery to treat the type ii endoleak. Additionally, three conformable gore® tag® thoracic endoprostheses were implanted to treat the enlarging false lumen. Reportedly, the left renal, celiac and left common iliac arteries were stented to restore patency from the true lumen. On (B)(6) 2012, an additional procedure was performed whereby coils were placed and onyx glue was injected to treat a type ii endoleak. It was reported the endoleak did not resolve at the end of the procedure. On (B)(6) 2012, coil embolization was performed to obliterate the false lumen treat the proximal type I and type ii endoleaks.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.